Manufacturer narrative:
(B)(4). Batch # m5223d. Conclusion: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload, partially fired 1/16 and loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a rectosigmoidectomy procedure, there was a failure in the stapling and it was necessary to convert the surgery from laparoscopic to open.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what were the indications for surgery? The surgery was indicated to slice the intestinal loop to do a posterior anastomosis. What was the reported failure of the stapling? Please explain. There was fail in the stapling. The device locked and just in sequence it started working again. The product cut the tissue but there was malformation of the staple line. Did the device staple and cut? Yes, but there was malformation of the staple line. Were there any issues with staple formation? Yes. Were any unusual noises noticed? No. What color cartridge was used? Golden. What is the current patient status? The patient is ok and there no adverse events for him / her.